Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, pain, silicone migration, and rupture.

Event description:
Patient reported, right-side pain and rupture. Later, "mild periprosthetic fluid" and "compromise of axillary lymph nodes due to silicone infiltration" was reported per ultrasound report. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.

Event description:
Device has been explanted.

Event description:
Patient reported, right-side pain and rupture. Later, "mild periprosthetic fluid" and "compromise of axillary lymph nodes due to silicone infiltration" was reported per ultrasound report. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a6, g4, h6.

Event description:
Patient reported, right-side pain and rupture. Later, "mild periprosthetic fluid" and "compromise of axillary lymph nodes due to silicone infiltration" was reported per ultrasound report. Device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photos identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe as it is a medical event that is not related to the device. Silicone migration: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: red particles on the surface of the shell.